Event description:
Caller able to open recharger app while charging the ins, and it showed the ins at 90%, therapy on, good/excellent coupling. The patient (pt) was instructed on how to connect to their ins, confirm their group (group a), and adjust stim up and down. The ins displayed as on. Pt noted getting 'unable to connect' numerous times while trying to adjust stimulation up which appeared to frustrate the patient a bit. However, each time the pt was eventually able to connect and proceed. The pt's ins is on their left side so agent advised the pt to try to keep the handset/communicator near their left hip. The reason for the call was the pt stated to start that the 'stimulator is not working'. Agent inquired, the pt indicated that this morning was the worst he felt in 25 years and his back 'was in pieces'. The pt states he spoke with a manufacturer representative (rep) yesterday about his system-- pt is currently not getting relief. The pt states while on the phone with the rep, they walked through charging the ins and confirmed the ins was on, but about an hour after that he started feeling bad. Agent inquired if the pt has a follow up appointment scheduled and the pt indicated he does but he is unsure when. Agent reviewed connecting to ins and increasing stim but advised that the pt consider discussing programming with doc at follow up appointment and reviewing which programs have been set up for what situations (night/day/legs/back etc). Additional information was received, it was reported the patient stated they charged the ins and their pain has doubled and they increase the stimulation to 5.8v.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.